Manufacturer narrative:
Method: device history review. Results: the likely cause of the reported event is a misuse - excessive impaction force during cage insertion. However, the exact cause could not have been determined as not enough information was provided. Furthermore, the product was not returned for further inspection. Conclusion: it was reported that during insertion of the solis sterile peek cage 14 x 5 mm, the cage broke. The fragments were removed from the patient and another cage was inserted. No further information was provided.

Event description:
It was reported that during inserting a solis cage, the cage broke. The two parts could easily be removed from the patient and another cage was inserted. It is reported that the surgeon is very experienced in inserting solis cages.

Event description:
It was reported that during inserting a solis cage, the cage broke. The two parts could easily be removed from the patient and another cage was inserted. It is reported that the surgeon is very experienced in inserting solis cages.